Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle device after an interventional carotid angioplasty procedure with a 6f sheath. Reportedly, the suture was observed to be broken during knot advancement. Another prostyle device was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.